Event description:
The user facility reported that they had two destination sheaths that the luer lock would not lock. The estimated blood loss was less than 250cc. Additional information was received on 26jul2024: two devices were on the shelf. They used the second one for the procedure and the ir doctor was gentle with it. The luer lock it did seat in there, however, the screw part would not tighten and catch. The procedure being performed was a renal angiogram. The second device, from the same lot number had the same result however they made it work. The patient was unharmed.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: patient sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided .. A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: registered nurse (rn). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for valve assembly difficulty because the sample was not returned for assessment. The exact root cause could not be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control.